Event description:
It was reported that the right ventricular lead was showing noise oversensing and that the r-wave sensing had decreased. An x-ray revealed that the rv lead was sitting close to an old capped rv lead and the possibility of interaction between them could not be ruled out. It was also noted that the lead had varying impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking and was breach cut, the outer insulation was torn, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.